Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg site was red and tracking up the posterior articular incision. The patient was admitted and treated with intravenous fluclo. Two days later it was observed that the ipg site had dehiscence and the ipg was visible, it was noted that the dehiscence of the ipg site could have been caused by the patients dystonia movements. A swab was taken and the results were clear, however antibiotics were given again and the redness diminished. The patients system was explanted, she was placed on intravenous antibiotics, and prescribed two weeks of oral antibiotics post explant. The patient is now considered fit and healthy. The event is not considered to be device related, and per the physician nothing occurred during the procedure that may have contributed to the event.